Manufacturer narrative:
(B)(4). The patient was driven to the hospital via ambulance for shortness of breath related to low blood pressure, cause unknown. During the hospitalization, an infection was found, but the nurse could not confirm it was peritonitis. It was unknown if the patient recovered from shortness of breath. The patient did not recover from the event of low blood pressure. The patient had remained in the hospital from the time of the onset of peritonitis until their death. It is unknown if the patient recovered from peritonitis. The patient was on hemodialysis. The cause of death was respiratory failure. A death certificate is not available. No additional information was provided

Event description:
This is a report of peritonitis caused by a breach in aseptic technique. The patient experienced a break in aseptic technique, described as touch contamination, which caused peritonitis. The patient was hospitalized for peritonitis and treated with unknown antibiotic therapy (dose, frequency, route unknown). Peritoneal dialysis (pd) therapy was ongoing. The patient was still hospitalized but recovering at the time of this report. Per the nurse, the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number is unknown; therefore, a batch review could not be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique, which caused peritonitis. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause of the use error was undetermined.